Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2004; 6947m, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of the battery had decreased faster than anticipated. The shorter than expected longevity estimate was due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.